Event description:
Patient reported the aligners have caused periodontal issues. They had a loose tooth after switching aligners and it got infected. They have stopped using the aligners, their dentist told them they should not be wearing them due to the periodontal issues. Requested diagnostic findings/letter from dentist visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.